Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), a 7fr non-penumbra sheath, and a guidewire. During the procedure, the physician gained antegrade access to the target vessel. Then, while advancing the cat7 over the guidewire to the target vessel using the sheath for the initial pass, the physician experienced resistance and kinked and broke the cat7 at the distal end to mid-shaft of the catheter. Therefore, the cat7 was removed. It was reported that the cat7 was noticed to be partially separated at the location of the kink over the guidewire upon removal. The procedure was completed using another cat7 and the same sheath. There was no report of an adverse effect to the patient.